Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon, a 3.00x20mm synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was damaged due to calcification. The procedure was completed with another 3.00 x 20 synergy drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 12:28 pm CT.t he report number is being corrected from: 2134265-2018-64239 to: 2134265-2018-62771.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation with a 2.5x15mm non-bsc balloon, a 3.00x20mm synergy drug-eluting stent was advanced to treat the lesion. However, the stent strut was damaged due to calcification. The procedure was completed with another 3.00 x 20 synergy drug-eluting stent. No patient complications were reported. Synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The most distal stent struts rows were damaged with stent struts pulled distally over the distal markerband. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.